Event description:
Subsequent to the initial MDR, additional information has been provided. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. It was found in connection with the reported allegation that the app was not in an active sensor session for a week prior to the alleged incident date, (B)(6) 2026. During the week, there were multiple attempts to pair, but they were all unsuccessful. On (B)(6) 2026, pairing was attempted at 09:37 pm, with the app delivering a pairing taking too long alert with 0% volume at 09:48 pm, which was acknowledged immediately. At 10:08 pm, the app delivered a pairing failed alert with 0% volume, which was also acknowledged immediately. For the next 40 minutes, the app is opened, navigated for a few minutes, closed, then opened again multiple times. At 10:47 pm, another pairing was attempted, and the app delivered a pairing failed alert at 11:49 pm, which was acknowledged at 11:57 pm. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that pairing failure occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, while attempting to pair the new wearable, the cgm kept displaying it was searching for the wearable. The patient decided to go to bed while she waited for the device to pair. The patient¿s spouse later found her unconscious, sweating and breathing heavily on her bed. Her husband called 911 for medical assistance. No fingerstick and no treatment was done while waiting for the paramedics. The patient refused to provide further details of the event. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.